Event description:
This case was reported by a consumer and described the occurrence of asphyxia in a male pt in his (B)(6) who received denture adhesive powder-double salt (poligrip (unk) for an unk drug indication. A physician or other health care professional has not verified this report. On an unk date, the pt started denture adhesive powder-double salt (oral). At an unk time after starting denture adhesive powder-double salt, the pt experienced asphyxia, cardiorespiratory arrest, device use error and device failure. At the time of reporting, the outcome of the events was unk.

Manufacturer narrative:
The MFR's report number for this case is 9681138-2013-00032. Polygrip is manufactured in (B)(4), and marketed as super poligrip in the united states. Neither the lot number nor the product was available. (B)(4).